Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery, customer experienced high blood glucose and the insulin pump had physical damage. Customer's blood glucose was 322 mg/dl. Customer stated that there was a huge crack on the top right side of the insulin pump and goes all the way to the back. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.